Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) was started on duopa therapy. Report indicated that the patient has green/yellow discharge, redness and granulation at stoma site. The physician was contacted, swab to be taken and patient was treated with courses of unspecified antibiotic medications for the ongoing problem. It was reported that the possibility of stoma site abscess is looked at.